Manufacturer narrative:
End user reported ?lightheaded". Additional contact information: (B)(6). Name of person completing form: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited high pressure alarming for the last three hours and the end user was lightheaded. It was reported the end user switched out the pump and the cassette was working. Per reporter the backup pump buttons were hard to push. Medication: remodulin 1mg.ml, (B)(4). Dose: 13 ng/kg/min - intravenous. Frequency: continues. Start date: (B)(6) 2021. Lot 2101977, expiration date 01/31/2023. Diagnosis: pulmonary arterial hypertension (pah).